Manufacturer narrative:
MDR 9292050 was submitted for the primary set for air in line (9292050) and the investigation found issues with the secondary set and that there was no issue with the primary set (the air in line was a cascading event to the separation in the secondary set).

Event description:
No additional information received material #: 11171447 lot #: 23095145 it was reported by customer that primary flush didn¿t drip as it was supposed to after secondary line complete causing air in line. Verbatim: we had another incident occur yesterday with the same problematic product - primary flush didn¿t drip as it was supposed to after secondary line complete causing air in line. Can you please begin a new product complaint for yesterday¿s incident? I will let you know when I have more information such as lot #¿s, and product to ship back.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line. The following information was received by the initial reporter with the verbatim we had another incident occur yesterday with the same problematic product - primary flush didn¿t drip as it was supposed to after secondary line complete causing air in line. Can you please begin a new product complaint for yesterday¿s incident? I will let you know when I have more information such as lot #¿s, and product to ship back.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed